Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, measuring greater than 125 ohms. The upper rate limit was already increased to 150 ohms due to shock lead impedances being oor in the past. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient underwent a defibrillation threshold (dft) test in which it was unsuccessful, and the patient had to be externally resuscitated. After, the shock impedance measurements were within range. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, measuring greater than 125 ohms. The upper rate limit was already increased to 150 ohms due to shock lead impedances being oor in the past. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.